Event description:
It was reported that while the graftmaster was being used to treat a perforation, a second perforation occurred a minute and a half after the graftmaster was deployed. The patient had to have surgery. No additional event or patient information is available.

Manufacturer narrative:
There was no report of a product malfunction during this case and there were no details provided regarding were the second perforation was located ( such as proximal or distal to the stent. The jostent graft master instructions for use state that, " implanting a stent graft may lead to dissection of the vessel distal and / or proximal to the stent graft, and may cause acute closure of the vessel requiring additional intervention (e.g. CABG, further dilatation, placement of additional stents, or other)". However, no definitive root cause could be determined for the reported patient issues in this case. The device was not returned; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.